Manufacturer narrative:
The investigation concludes that lower and higher than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot 54190, using vitros amon slide lot 1017-0248-6412 on a vitros 5600 integrated system. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon slide lot 1017-0248-6412. The most likely assignable cause is an instrument event related to microslide incubator contamination. Results of precision testing demonstrated that the vitros 5600 integrated system was not operating as expected at the time of the event. Acceptable performance was obtained after ortho field service actions were performed that included rt/cm incubator decontamination procedure, replacement of the evaporation caps, and processing correction factor slides.

Event description:
A customer reported that non-reproducible higher than expected results were obtained from two different levels of non-vitros biorad ethanol/ammonia controls, lot 54190, using vitros clinical chemistry products ammonia (amon) slides lot 1017-0248-6412 on a vitros 5600 integrated system. Biorad l2 results of 123.4, 94.3, 94.6, 93.1, 109.1, and 261.4 umol/l vs. The expected result of 77.2 umol/l. Biorad l3 results of 180.8, 149.3, 76.6, 68.6, and 146.5 umol/l vs. The expected result of 231.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The higher than expected vitros amon result was obtained when processing a quality control fluid. However the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).